Event description:
It was reported that after port placement but prior to docking for a da vinci-assisted prostatectomy surgical procedure, the site was having issues with endoscope engagement. Prior to calling in, intuitive rep had the staff re-drape twice and try two different endoscopes. Technical support engineer (tse) walked the rep through a hard power cycle of the patient side cart (psc) and reinstallation of camera arm sterile adapter. Tse recommended customer attempt a third endoscope, but system would not accept the third endoscope. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that ports were placed. They were preparing to dock and enter directly into the bladder. They cut facia and entered directly into the bladder. The rest of the instruments were docked, but the none of the endoscopes would engage. Confirmed there were no post-op complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site was having issues with endoscope engagement, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue and noted numerous 23212 and 23300 on patient side manipulator (psm) 4. Fse replaced psm to resolve the issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to endoscopes not engaging with the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.